Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ damage) issue. The reporter stated that the pump emitted a low battery warning, and the pump display screen went blank while emitting audible tones and vibration following a battery change. It was also alleged that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 04/15/2014-device evaluation:the pump has been returned and evaluated by product analysis on 04/01/2014 with the following findings:a review of the pump black box data indicated one low battery warning and one replace battery alarm, as well as evidence of excessive battery usage. During a visual inspection of the pump, the battery compartment was observed to be cracked. The battery cap did not secure properly to the pump due to damaged cap threads, and a power loss was observed. The pump intermittently maintained power with a test cap. Evidence of moisture ingress was also observed inside the battery compartment and on the underside of the battery cap. Current draws measured within specifications. A leak test was performed and confirmed a leak at the battery compartment crack. The pump case was removed and additional evidence of moisture ingress was found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.